Event description:
The baxter regional sales manager adviced the colleague device had issued a failure code, with an audible alarm, and stopped infusing during patient use resulting tin the patient's blood presure dropping. The device was replaced. The patient was in surgery and ready to be weaned from the by-pass machine. The pump was infusing the following medications: channel a was infusing epinephrine (dose, rate and volume unknown). Channel b was infusing milrinone (dose, rate and volume unknown). Channel a was infusing levophed (dose, rate and volume unknown). When the anesthesiologist adjusted the epinephrine, the pump alarmed and stopped infusing. At that time, a 2nd pump was obtained, the medications programmed, and the epinephrine was increased as intended. The patient was able to be weaned off the by-pass machine 10 minutes later.

Manufacturer narrative:
Evaluation summary: this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 26 2007. A request for the return of the device has been made. A follow up report will be filed upon completion of an evaluation or if any additional information becomes available. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified above has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field information and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated. Please note, in reference to the "colleague triple channel" issue described in this report, and based on the review of relevant complaint history of this and similar events, baxter decided on june 20, 2007 to take "remedial action" to prevent risk of harm to the public health. Based on this decision, a 5-day MDR was initiated for all events associated with this issue. As such, the aware date is 06/20/2007 for all reported events received prior to this date.